Manufacturer narrative:
Lot number reported 15990637l. (B)(4).

Event description:
It was reported that during the atrial fibrillation (afib) procedure, error 7 (current leakage detection) was being displayed on the carto 3 system. It was also reported that the proximal electrodes were being displayed black on the carto 3 system with shaft visualization. The proximal electrodes were also displaying noise on the recording system. The ablation cable was replaced with no resolution. The ez steer thermocool sf navigational catheter was replaced and the issue resolved. There was no patient injury reported in this case. Upon request, additional information was provided on the event on (B)(6) 2013. When the current leakage error was up, the signal noise occurred on all the channels, including the body surface (bs) ECG's and the intracardiac (ic) signals on both the carto 3 system and the recording system at the same time. In the ablation proximal electrodes, there was widened baseline noise. The bs leads had an absence of signals with low amplitude baseline noise. The physician was not able to interpret the signals with the presence of the noise. The noise issue occurred after the catheter was connected. The severity of the signal noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus making the awareness date of (B)(6) 2013.